Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 12 days after the dental implant was installed in intraoral region #1, it was verified its nonosseointegration. A 5 ncm of primary stability was achieved and immediate load was not performed. The patient presented insufficient bone quality/quantity (bone type I) and perforation of the sine membrane occurred during surgery.